Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure a dissection of the external iliac artery occurred requiring a surgical repair of the vessel. The post closure peripheral angiogram revealed a dissection in the ascending external iliac just above the access site. An unsuccessful attempt was made to wire the vessel contra laterally for a covered stent placement. It was decided a surgical repair of the vessel was necessary. A surgical patch was placed successfully on dissected section of vessel in the usual sterile fashion. Post procedure peripheral angiogram revealed an excellent result. The patient was transferred to the ICU in stable condition and eventually discharged. Per report, the access vessel diameter was 7.2mm, calcification was severe, and tortuosity was described as mild. The 22fr sheath was advanced with some difficulty.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report, the access vessel diameter met the minimum luminal diameter (7.2mm). However, the vessel was severely calcified, mildly tortuous and there was some difficulty advancing the sheath into the patient's vasculature. It is possible that patient and procedural factors contributed to the reported event. The device lot number is not available, thus a device history record (DHR) review for the sheath cannot be performed. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.